Manufacturer narrative:
Patient tripped and fell over his dog causing his head to go through a door. Images that were taken prior to the accident showed good fixation with bones fusing. After the accident, damage to the implants was noted as well as non union at some levels. Based on this information, it appears that the damage to the implants was directly caused by the patient trauma.

Event description:
Patient had a 3-level anterior cervical discectomy and fusion in (B)(6) 2010. Approximately 17 months later, he had an accident in which his head went through a door. Examination found screw fx and partial backout c7-c4. A revision was performed. As an adverse outcome was reported, an MDR is filed to document this event.